Manufacturer narrative:
No parts have returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant stopped responding to motion controls via user input in the pendant. After the manufacturer representative (rep) rebooted the system which fixed the issue. No patient was present at the time of the event.